Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had recently been experiencing high blood glucose levels. Customer reported having a blood glucose level of 402 mg/dl. The customer also reported that she was having difficulty seeing as well as experiencing thirst and mood change due to high blood glucose levels. Blood glucose level at the time of the call was 336 mg/dl. The insulin pump was not replaced or returned for analysis.